Manufacturer narrative:
On 1/31/2021, additional information was received indicating the patient was female and the patient¿s condition improved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30433069m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure was ended, it was confirmed that blood pressure had dropped. Pericardial effusion was confirmed by echo but the patient was returned to the ward it returned to the ward without any problems. However, after that, it turned out to be a cardiac tamponade and he was treated with drainage. The condition was stabilized and recovered by drainage. The physician¿s commented that the high right atrium (hra) catheter may be more likely the cause of the event than the ablation catheter. There was no report of extended hospitalization. Since the model of the hra catheter was not provided the event is coded conservatively under the ablation catheter.